Event description:
Pentax medical was made aware of an event which occurred in the united states stating that "no video, error message, scope not connected and unable to white balance scope" involving pentax video colonoscope model ec-3890li, serial number (B)(4). The event was reported to occur in the operating room before use. There was no report of serious injury, delay in procedure or required medical intervention. The customer owned endoscope was received by pentax medical for evaluation on 06-oct-2021. The endoscope was inspected by pentax medical service under service (B)(4) and the technician confirmed the customer complaint of image blackout and documented the following inspection findings: image blackout, passed dry leak test, suction tube resistance, passed wet leak test, up/ down angulation knob play, right /left angulation knob play. The device underwent repairs including the following components: o-rings and seals, suction channel lg, pcb for ccd drive pb-free, electrical connector assy. The endoscope is awaiting repair and approved by final qc as of 31-oct-2021. Model ec-3890li, serial number (B)(4) has been routinely serviced at a pentax facility since the device was put into service. On 13-oct-2021, a device history record(DHR) review for model ec-3890li, serial number (B)(4) was performed by the manufacturer. The DHR review confirmed the endoscope was manufactured in the (B)(4) facility on 07-nov-2013 under normal conditions, passed all required inspections, and was released accordingly. Also, there were no reworks or concessions and the dates of approval for shipment and actual date shipped were confirmed for 07-nov-2013. .

Manufacturer narrative:
(B)(4). If additional information becomes available, a supplemental report will be filed with the new information.